Manufacturer narrative:
Please note that this device (lot no. I0106180) is distributed outside the united states; however, it is similar to the united states distributed product. Additional information will be submitted 30 days upon receipt. This is one of three (3) reports submitted for the same event. Please reference MFR. Report#'s 9616099-2006-00799, -00800, -00801.

Event description:
The patient complained of chest pain two days after three stents were implanted in the proximal-mid right coronary artery. The pains were not too heavy at the time. However, treatment with an unknown dosage of heparin was administered to the patient. A coronary angiogram was scheduled for a later date. 2006: two weeks later, the follow-up angiogram was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty was conducted on all three cyphers. A 2.5 x 18mm cypher was also implanted at the posterior descending artery. Inflation pressure and time is unknown for that stent. Two weeks later, the patient had fully recovered and was discharged from the hospital.